Event description:
It was reported that the patient was hospitalized "due to severe dyspnea." The patient died while being transferred to a different hospital. It was further noted that the patient was enrolled in (B)(4) study, and was last seen in follow-up about two weeks prior to death. Additional pertinent data surrounding the patient's death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.